Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided test value from the follow up performed on (B)(6) 2020 showed a shock impedance of 355ohms. The test performed on (B)(6) 2020 demonstrated a shock impedance of 464ohms. During the next follow up on (B)(6) 2021 the measured value was 1593ohms. Further increment of the shock impedance was measured on (B)(6) 2021 with a value of 2434ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 92 months, an increase in the shock impedance was observed.